Event description:
A customer contacted a baxter medical affairs specialist to report an issue with one interlink ext set 2/.22 microninj. L/l/ adapter disposable set. According to the report, the nurse was executing a procedure and noticed an unknown white solution leaking from the filter. There was patient involvement but no patient injury or adverse event in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to not be available for evaluation. Since the lot number of the device involved are unknown, a batch review cannot be performed. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.